Manufacturer narrative:
Added a1 patient ID - (B)(6).

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment for chronic total occlusion of superficial femoral artery using a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device). It was reported that the occlusion was due to intimal hyperplasia and some calcification was also observed. A guidewire was inserted by ipsilateral access, and it passed through with some difficulty. After pre-dilatation with a non-gore balloon (3 mm x 250 mm), the viabahn device was advanced to the lesion. Although there was a little resistance when inserting the delivery catheter, the physician continued the procedure and attempted to deploy the viabahn. However, the deployment line suddenly broke without any particular resistance. The physician cut the hub of the catheter, then the deployment line was visible, so the viabahn device was successfully deployed by pinching and pulling it with forceps. The procedure was completed by post-dilatation with a non-gore balloon (5 mm x 200 mm). The patient tolerated the procedure.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed and the device met all pre-release specifications. The delivery catheter and deployment line were returned to gore without the endoprosthesis for evaluation. Evaluation of the returned product confirms a broken deployment line and a cut delivery catheter. The cause of the broken deployment line is unknown. The deployment knob is not attached to the hub and appears unremarkable. This supports attempted deployment as reported. The deployment is line broken 71.6 cm from the hub, while the remaining deployment line measures 155 cm in length. This observation supports the reported broken deployment line. The deployment line broke somewhere within the delivery catheter on the basis of the delivery catheter length of 120cm. The distal shaft appears unremarkable. The dual lumen was cut 16cm from the hub. This is consistent with the reported complaint. The physician was able to access the deployment line after cutting the catheter. Given the deployment line and catheter component lengths that were observed upon return it is possible that the break location occurred within the proximal 16cm of the dual lumen or the hub. The physician reported several procedure related factors as potential causes for the broken deployment line (a kinked sheath, abrasion at the sheath entrance, and/or an interaction with a calcified lesion), but the cause for the confirmed device failure mode could not be established. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.